Manufacturer narrative:
Reported event: an event regarding femoral implant being too deep involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 294 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding femur implant too deep. There were only 4 other reported events (B)(4). Conclusion: a review of this cases logs and session output did not identify any issues during the case. Rio registration and bone prep were both in accurate ranges. Checkpoints as well as on call checkpoints did not suggest there was any movement with any of the arrays during the case. Bone prep logs show that the surgeon did not change implant sizes over the course of burring and the bone model shows there was minimal red bone visual on the pf surface. It should be noted that this session was created in pka 2.5.6.4 but performed in the or on version 2.5.4 (an older version). This did cause a corrupted flag to appear in the session file and is not the intended use of the system. Based on the logs the system and workflow worked as intended. This case should be tracked to see if similar issues occur.

Event description:
The surgeon claimed that when he went to trial the pf component was 1 cm from the actual plan. This was a pka procedure. There was a delay in surgery because the surgeon used bone graft and cement to fill the deficit. The delay was about an hour and patient was under anesthesia.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon claimed that when he went to trial the pf component was 1 cm from the actual plan. This was a pka procedure. There was a delay in surgery because the surgeon used bone graft and cement to fill the deficit. The delay was about an hour and patient was under anesthesia.